Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure and after successful calibration of the occluder system, the occluder will not consistently occlude. As a result, an alternate device was employed. The surgical procedure was completed successfully with no blood loss and no adverse consequence to the pt.

Manufacturer narrative:
This complaint was not confirmed. Occluder controller was connected to an 8k base along with a known good test occluder head to verify controller operation. The returned head was attached to a test module to verify its operation. The returned controller and head functioned properly, performed the "calibrate" function and operated normally with 1/2 x 3/32 water-filled tubing, giving proper displays of occlusion percentages. Full open and close functions also operated correctly. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.